Event description:
It was reported that the patient was no longer receiving pain relief from the implant. The patient underwent a procedure in which the device was explanted. The patient is doing well post operatively. The device will not be returned to the manufacturer for analysis as it was discarded by the facility.